Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient thinks the lead has moved and not getting therapy results as before. Fell really hard on stairs. Tried playing with programs and adjusting how high it is. Not feeling stim where it was before. When feeling stimulation it is way in left hip, way up by tailbone, or left foot will vibrate. Stimulation usually was pretty far forward by vagina prior to the fall. Patient either doesn't feel anything at all or the stimulation is painful and they turn it off and have pain 15-20 minutes afterward. The issue started (B)(6) 2022. Patient wanted to know what her next steps were. The patient was redirected to their healthcare provider to further address the issue. Told them they could do images to see if lead has moved, do diagnostic tests, or try reprogramming. No further complications were reported at this time.

Manufacturer narrative:
Other applicable components are: product ID: 978a128, lot# va29ed6, product type: lead. Other relevant device(s) are: ubd: 02-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va29ed6 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the lead had moved due to the patient falling on hardwood stairs causing stimulation to be in the wrong spot. Revision surgery is scheduled for july 13th.